Event description:
It was reported that an ilet user asked whether to perform a meal announcement for dinner with fingerstick glucose readings of 94 and 97 mg/dl, received education on proper guidelines, and proceeded with a usual meal announcement; earlier, the user experienced post-lunch hyperglycemia to 242 mg/dl and attributed it to announcing a usual meal despite consuming more carbohydrates, suggesting incorrect meal size selection. Symptoms included hyperglycemia without reported signs or symptoms. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included user counseling on meal announcements and troubleshooting and education regarding correct meal size selection. Investigation of this case revealed probable user error related to an incorrect meal size announcement while using the ilet system, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement.